Manufacturer narrative:
The act, esc and arrow buttons did not respond due to flattened button dome switches. No unlocked lcd keypad connector was noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly; there was button unresponsiveness reported. The patient's blood glucose at the time of incident was 190 mg/dl. The insulin pump will be returned for analysis.